Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the md followed the instructions for use procedure when prepping the intra-aortic balloon (iab) for insertion. The iab was inserted via the pt's femoral artery. Intra-aortic balloon pump (iabp) therapy began and the pump suddenly stopped after two minutes; it was noted that the iab was not inflating. The md tried to inflate the iab manually without success. The iab and sheath were removed as one unit. The md requested another iab for insertion. There was about a thirty minute delay in therapy and this was due to retrieving and prepping the second iab. The second iab was inserted into the pt's opposite femoral artery. There was no reported pt death, or complications. Medical / surgical intervention was not required. According to the md; although there was approx a 30 minutes delay there was no harmful outcome to the pt. Add'l info received on (B)(4) 2014 from the distributor stated that whom the md tried to insert the iab, she felt a weak. Inserting was easy because of not much high resistance. High pressure alarm went off at the pump. When she checked on the iab; however, she couldn't find other problems. Eventually, she removed it.